Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. Investigation verified the reported issue. The lead screw was replaced to fix the issue. Other issues were found and repaired on the device.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump is over infusing. There were no injuries or adverse events reported.